Event description:
A physician reported via a sales rep that a female child received deflux (dextranomer microspheres/hyaluronic acid) injection into the submucosa of the urinary bladder as treatment for an unspecified indication. Medical history and concurrent medications were not provided. On unk date the pt underwent deflux injection. A few days later, she was admitted to the hospital with flank pain, nausea, and vomiting. Imaging was done that showed hydronephrosis and a deflux mound in the bladder. Treatment included intravenous hydration and pain medications. The pt was discharged the following day. Outcome and causality were not reported.

Manufacturer narrative:
Company assessment for causality between treatment and the events: a relation to the treatment is not unlikely. The reported events are addressed in the labeling. Device failure/out of specification condition is not suspected.